Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Pinnacle litigation received. Litigation alleged pain and discomfort, injury, emotional distress and mental anguish. Therefore, on (B)(6) 2013, patient was revised due to instability, abductor deficiency with fragmentation, and metallosis. This revision involved the replacement of head and liner. Update: in addition to what were previously alleged, ppf alleges fracture of the component, metal wear and metallosis. Pfs has no new allegation. After review of medical records, patient was revised to address instability, synovitis, abductor deficiency with fragmentation and atrophy of the greater trochanter, metallosis with fracture of and fragmentation of polyethylene and proximal osteolysis. Revision notes reported of synovitis, migration of the greater trochanteric fragment, fragmentation and fracturing of poly liner was encountered with two main pieces. However the liner was metal. Doi: (B)(6) 2000; dor: (B)(6) 2013; right hip.